Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device overheating. Corrosion damage can cause heat production due to increased friction between the moving components within the device.

Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available spare device without any clinically significant procedure delay. No adverse event was associated with the device.